Event description:
The patient reported she received an 04 (occlusion) message on her insulin infusion device. To troubleshoot, the patient was instructed to disconnect from her device and bolus 5 units of insulin out of the tubing which she did without error. The patient was then instructed to take out her infusion headset and examine it. It was discovered the cannula was bent. The patient stated the headset had been in use for 2 days. The patient was sent a complimentary insertion device aid and replacement infusion sets. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.